Manufacturer narrative:
Failure analysis revealed that no moisture damage found inside the insulin pump. The device passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. The low reservoir alarm did function properly during testing. The unit was received with minor scratched display window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer states they have moisture their insulin pump device. The customer has a blood glucose level of 169 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.